Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen cr-flex articular surface 14mm catalog #: 00595203014, nexgen precoat stemmed tibial component size 4, catalog #: 00598003702, nexgen cr-flex gender solutions porous femoral component catalog #: 00575201502. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001822565-2022-00472, 0001822565-2022-00473, 0001822565-2022-00474.

Event description:
It was reported that a patient is scheduled to undergo a knee arthroplasty revision to address unknown complications post-operatively. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The product could not be evaluated and the reported event could not be confirmed as the complication, failure mode, and/or harm experienced by the user remains unknown. The device history records could not be reviewed as the lot number associated with the reported event is unknown. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.